Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: several error messages were obtained at the time of the event: main pipettor motion error (02:35 pm and 02:37 pm), device failed during timing pitch (02:35 pm and 02:37 pm), ultrasonic phase lock loop (pll) error (02:35 pm and 02:37 pm), ultrasonic surface detection failure while lowering probe (02:37 pm) and no reaction vessel (rv) in pipettor position 1 and 2 while the sample was running (02:50 pm). A field service engineer (fse) was dispatched on 11jun2024. During the instrument maintenance, the fse found that ultrasonic voltage was low and that the incubator bearing was defective. He adjusted ultrasonic voltage and replaced the incubator bearing. On 11jun2024, a passing system check was obtained. The instrument was released back to the customer to resume normal operation. In conclusion, there is sufficient information to suggest a hardware malfunction was the cause of this event. The fse performed a preventive maintenance, adjusted ultrasonic voltage and replaced the defective incubator bearing to resolve the issue.

Event description:
On (B)(6) 2024, the customer reported one non-repeatable false elevated troponin I (access high sensitivity troponin I) patient result was generated on the customer's access 2 analyzer serial number (sn) (B)(6). On (B)(6) 2024, the initial false high hstni result was 0.517 ng/ml (02:50 pm). The sample was retested with a result at 0.004 ng/ml (03:14 pm). A new sample collection for the same patient was tested and generated a result at 0.008 ng/ml (07:09 pm). The customer normal range is <0.08 ng/ml. The patient was treated with heparin based upon the access results. No further information was provided. Weekly maintenance was completed on 05jun2024. System check passed on 05jun2024. Calibration passed on 03jun2024 with reagent lot 439394 and calibrator lot 338389. Quality control (qc) was passing within the laboratory¿s established ranges. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned result. Several error messages were obtained at the time of the event: main pipettor motion error (02:35 pm and 02:37 pm), device failed during timing pitch (02:35 pm and 02:37 pm), ultrasonic phase lock loop (pll) error (02:35 pm and 02:37 pm), ultrasonic surface detection failure while lowering probe (02:37 pm) and no reaction vessel (rv) in pipettor position 1 and 2 while the sample was running (02:50 pm). A field service engineer (fse) was dispatched on 11jun2024. No issues with sample integrity were reported by the customer.